Manufacturer narrative:
Device was used for treatment, not diagnosis. Chen, yuqiano, lu, guohua, wang, bing, li, lei, & kuang, lei (2016). A comparison of anterior cervical discectomy and fusion (acdf) using self-locking stand-alone polyetheretherketone (peek) cage with acdf using cage and plate in the treatment of three-level cervical degenerative spondylopathy: a retrospective study with 2-year follow-up. European spine journal (2016). This report is for an unknown cervios cage (unknown quantity/unknown lot) unknown part number. UDI is unavailable. The investigation could not be completed and no conclusion could be drawn, as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the subsequent review of the following literature article: chen, yuqiano, lu, guohua, wang, bing, li, lei, & kuang, lei (2016). A comparison of anterior cervical discectomy and fusion (acdf) using self-locking stand-alone polyetheretherketone (peek) cage with acdf using cage and plate in the treatment of three-level cervical degenerative spondylopathy: a retrospective study with 2-year follow-up. European spine journal (2016). China. This article evaluates a study to compare the clinical efficacy and radiological outcomes acdf using self-locking polyetheretherketone (peek) cages for treatment of three-level cervical degenerative spondylopathy compared with acdf using cages with plate fixation. A total of 54 patients, aged 38 to 64 years, were studied between january 2012 and january 2013. The patients received three-level acdf from the department of spinal surgery of the second xiangya hospital, central south university, china. The patients were divided into two groups: group a comprising 28 patients (18 male, 10 female) with age 54.1 ± 8.8 years (range 41-64) underwent acdf self-locking stand-alone peek cage; and group b comprising 26 patients (15 male, 11 female) with age 54.7 ± 12.1 years (range 38¿63) underwent acdf cage and plate fixation. Results: of the 26 patients in group b, 18 patients experienced mild dysphagia 24 hours post-surgery. Upon (most recent) follow-up, 2 patients in group b suffered at least one segment nonunion, which was assessed through radiographs, and one patient experienced mild dysphagia, later in the follow-up. This report is for an unknown cervios cage.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is for an unknown plate.